Manufacturer narrative:
Philips service replaced the power fan assembly, fan, and power tray, and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the device failed to power up due to defective fan and power tray on an azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.